Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained what was the indication for surgery? Weight loss. What was the procedure? Roux-en-y bypass. How was the post-op bleeding identified? Patient had dark stools, hemoglobin dropped a couple of points. How many days postoperative was the bleeding identified? 1 day post op. What was the total estimated blood loss (ml)? 200ml. What was the pre and postoperative anti-coagulant and pain management protocol? Heparin and tylenol an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient had intraluminal bleeding post-op. During the procedure, no excess bleeding or blood in their drain. Day 2 recovery was transfused and received 1 unit of blood post op.